Manufacturer narrative:
(B)(4). This complaint could not be confirmed and the root cause was not identified. The lot number is unknown; therefore a batch review cannot be performed. This is a product not distributed in the us and does not have a 510k number.

Event description:
The titanium adapter separated from the patient connector during use. There was no patient injury or medical intervention reported. There was patient involvement.